Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the printed circuit board was faulty. However, the definitive root cause of the faulty board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), there was no image on the high definition lcd monitor prior to an unknown procedure. The procedure was completed using a similar device. There was no procedural delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
After verifying the monitor had power, olympus technical assistance center (tac) attempted to assist the customer in testing the signal input selections. The customer was instructed to press the display button on the front monitor but the display button did not activate the front panel. As troubleshooting could not be continued at the time of the call, tac recommended that the subject device be sent in for evaluation and repair. The device was returned for evaluation and the customer¿s allegation was confirmed. The subject device would power on with and the power light-emitting diode (led) would be displayed but nothing else would work on, including the display. The cause was determined to be a faulty board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.